Event description:
Upon opening the bronchoscopic unistep plus 10mm x 42mm wallstent package (model# 41081), the device inside was a model# h7907110, a 7mm x 90mm wallstent, (lot# s9601705). The traceability lot control records were reviewed for both devices with no discrepancies observed. The 7x90 was built in 1/96 with the 10x42 built in april 1997. Co has concluded that the devices were not mis-labeled and that the error did not occur at schneider. It appears that the customer or sales rep inadvertently placed the 7x90 device in the package labeled as a 10 x 42. Co has been unable to determine when or how this occurred.